Event description:
"Aim plus pump set was shown some leakage at the connection site of the tubing to the filter. Nurse had to be called to go to the patient residence to correct problem. Proudct was in use for 3 1/2 hours before malfunction was noted. Leak was from both ends (distal and proximal). Nurse changed tubing and it had been working well since. Product was used for rehydration via subcutaneous route with nacl at 50ml/hr. No medication was used. Treatment had to be interrupted to correct problem. There was no blood loss, no back flow, and no air infused." A new device was connected to the patient. Although requested, no further information was provided.